Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a the pump not to recognize an open door or prompt the user to load a set response. Service evaluation verified the pump not recognizing an open door or prompt the user to load a set. The cause was identified to be a failed lower latch switch and therefore the lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it was found not to recognize an open door or prompt the user to load a set. No additional information is available.